Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre sensor. A caller reported that her husband obtained lower sensor scans compared to readings obtained on a paramedic meter. The customer experienced dizziness, loss of appetite, loss of consciousness, and was unable to self-treat. The customer had contact with a healthcare professional who administered unspecified IV and an anti-nausea pill for vomiting. It was also noted by the customer's oncologist that his ammonia levels were high at the time. There was no report of death or permanent injury associated with this event.